Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased chloride, co2, and calcium results generated on the alinity c processing module for multiple patient samples. The following results were provided: (B)(6) 2026 sid (B)(6) old male patient: initial chloride result (B)(6) = 68.46 mmol/l, repeat result (B)(6) = 101.83 mmol/l, new sample with sid (B)(6) (B)(6) = 103 mmol/l. Initial co2 result (B)(6) = 21.81 meq/l, repeat result (B)(6) = 27.56 meq/l, new sample with sid (B)(6) = 30.2 meq/l. (B)(6) 2026 sid (B)(6) 56-year-old male patient: initial calcium result (B)(6) = 5.9 mmol/l, repeat results (B)(6) = 6.03 mmol/l, (B)(6) = 9.08 mmol/l no impact to patient management was reported.